Manufacturer narrative:
Correction on info received; the device was used off label in a non endovascular procedure for implantation of a micra pacemaker device. Device evaluation summary: the dilator was flushed with no obstruction noted. A 0.035-inch wire was loaded via luer fitting; the wire could only advance 2.5cm into the luer due to a blockage. The wire was loaded via the tip and advanced proximally; the wire could not exit the luer due to a blockage. The reported insertion difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device for the endovascular treatment of a patient. It was reported that during the initial steps of the procedure, the physician encountered difficulty in progressing a super stiff wire though the dilator of the sentrant. The physician noted that there appeared to be an obstruction. After experiencing the difficulty, the physician was able to dilate the femoral vein using the same sentrant sheath. Per the physician the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.